Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having issues getting and keeping the ipg charged. It was also noted that the stimulation would turn off. The patient underwent an ipg replacement procedure and was doing well postoperatively.